Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to a leakage from the up/down (u/d) and right/left (r/l) angulation control knobs. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to damage on the right/left and up/down knobs, the up/down knob did not move smoothly due to deformation of the angle shaft, the air/water and suction cylinder had no color, water tightness was lost due to a crack on the plug unit, the cable unit had corrosion due to water leakage, the label on the scope connector was damaged, the air supply volume did not meet the standard value due to clogging of the nozzle, the forceps could not be inserted smoothly due to damage on the instrument tube, the play of the up/down knob did not meet the standard value due to wear of the angle wire, the scope cover was cracked, the light guide lens was cracked, the bending tube was deformed, and the connecting tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the evis exera iii colonovideoscope was obstructed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with a dark foreign material mixed with white fibers resembling dried glue. The report is being submitted due to foreign material in the scope found during evaluation.